Manufacturer narrative:
Approximate age of device ¿ 3 years and 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during routine outpatient management, the patient reported 2 short pump power/flow spikes. Additionally, the vad coordinator recognized a trend of reduced flow compared to the patient's previous values. A CT angiography showed a stenosis of the outflow graft underneath the bend relief. The patient was returned to the or and the bend relief was opened and removed. The stenosis of the outflow graft was caused by material between the graft and the bend relief, compressing the graft. This material was removed and was sent to pathology for analysis. After the removal of the stenosis, the vad flow went back to 5-6 lpm. No additional information was provided.

Manufacturer narrative:
Device manufacture date: additional information. Manufacturer's device analysis: the patient remains ongoing on lvad support. Analysis of the log files provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a specific cause for the reported outflow graft stenosis could not conclusively be determined through this evaluation. The submitted log files showed pump power, estimated flow, and average pi typically ranging from 4.4 to 5.6 watts, 3.4 to 5.7 lpm, and 2.4 to 7.2, respectively. Elevations in pump power and estimated flow were noted beginning on (B)(6)2018, ranging from 7.7 to 9.3 watts and 10 to 11.4 lpm, respectively. Most of these elevations appeared to be associated with pi events. Pump power and flow appeared to return to baseline after on (B)(6) 2018. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The heartmate ii left ventricular assist system instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU also outlines preparing and installing the sealed outflow graft, and instructs to verify that the graft is not twisted or kinked. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.